Event description:
Customer called to report the pump's back door came open. The reservoir came out. And injected over doses of insulin. It was stated the customer noticed that the reservoir door was loose and did not stay on its own. Additionally, customer realized what had happened because the unit had a no delivery alarm and the reservoir was empty. Device was not dropped. Bumped, or exposed to moisture. A replacement pump was requested.